Event description:
A customer reported receiving an e6 message on the display of her precision xtra blood glucose meter. It was then additionally identified by adc customer service that the date and time settings in her meter were not properly set, and she reported to be a user of the precision link data management system. Due to the error message, the customer reported she was unable to test and experienced symptoms of migraine headache and "shakes". The customer reportedly took ibuprofen to counteract the event. There was no report of third-party medical intervention, death or serious injury associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.